Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The use of the non-recommended swabs can contribute to the issues observed on the 6800. Additionally, the differences in test design between the cobas® sars-cov-2 and the abbott ID test might also contribute to the results as each test may not detect the same target or may have differences in sensitivity.(B)(4)

Event description:
(B)(4)in light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer in the united states alleges discrepant results for 4 samples with the cobas® sars-cov-2 test for use of the cobas 6800/8800 system when compared to results from the abbott ID test.sample 1 was a nasophangeal swab in viral transport media, collected (B)(6) 2021 and tested on (B)(6) 2021 sample 2 was a throat swab in viral transport media, collected (B)(6) 2021 and tested on (B)(6) 2021 sample 3 was a nasophangeal swab in viral transport media, collected (B)(6) 2021 and tested on (B)(6) 2021 sample 4 was a throat swab in viral transport media, collected (B)(6) 2021 and tested on (B)(6) 2021the alleged samples generated positive sars-cov2 results on the abbott test and negative results on the cobas® sars-cov-2 test for use of the cobas 6800/8800 system. There was no harm alleged and the customer released all results.the product¿s method sheet indicates the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The use of throat swab is not indicated in the product method sheet.an investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed, there is no indication the product is not functioning as intended. The use of the non-recommended swabs can contribute to the issues that were observed on the 6800. Additionally, the differences in test design between the cobas® sars-cov-2 and the abbott ID test might also contribute to the results as each test may not detect the same targets or have differences in sensitivity.